Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) stopped compressions and displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed during the functional testing and based on the archive data review. The root cause of the reported complaint was due to the defective temperature sensor. The storage and shift check conditions are not known and cannot be ruled out. Factors such as ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) or using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. During initial functional testing, the autopulse platform displayed user advisory (ua) 41 error message. The archive data review showed the occurrence of user advisory (ua) 41 error message on the reported complaint date. The temperature sensor was replaced to address the user advisory (ua) 41 error. Visual inspection was performed and found cracked front enclosure and fluid ingress inside the platform, which caused corrosion to the top cover metalized coating layer, unrelated to the reported complaint. The probable root cause for the damage on the front enclosure and top cover could be due to user mishandling. The front enclosure and the top cover were replaced to address the damage. During testing, the platform failed the load cell characterization check, unrelated to the reported complaint. The root cause was due to a defective load cell. The cracked front enclosure and defective load cell were likely attributed to mishandling such as a drop. The load cell was replaced to remedy the issue. Also, observed the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate, unrelated to the reported complaint. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to normal wear and tear. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, during active operation on a (B)(6)-year-old male patient with cardiac arrest, the autopulse platform (sn (B)(4)) stopped after performing few compressions and displayed a user advisory (ua) 41 (patient temperature sensor failure). The battery was replaced and the platform performed compressions for 30 seconds before it stopped again. The use of the autopulse platform was discontinued and manual CPR was performed for 10 minutes, however, the do-not-resuscitate (dnr) order was produced. The manual CPR was discontinued and the patient was pronounced deceased. Per reporter, the patient's outcome is not related to the autopulse platform. After the call, the customer reported that they tested the autopulse platform and encountered the same error back at their station.